Event description:
The ojeman cortical stimulator (ocs2) generated too much current when it was first turned on. Add'l info received on (B)(6) 2012 was described as follows: the product problem was discovered during a motor mapping procedure. The unit was being used at the very beginning of the procedure and then the surgeon placed it away from the operating site. After some time (unspecified), it suddenly released volts when no one activated it. There was no replacement product available to be used. The pt did not experience any harm, but the mapping could not be done.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.